Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that the pcu unit displayed an error code 133.6090 was confirmed through a review of the device logs and replicated during bd servicing. A review of the suspect pcu unit error log was performed, and two (2) error codes 133.6090 (main_speaker_failure) were recorded on 14jan2025 at 5:34 am and 11:52 am. A review of the pcu battery logs showed the pcu was powered on running on battery power the time the error codes were recorded and that the pcu was last connected to ac power on 06jan2025, 8 days before the reported incident. A review of the suspect pcu event log showed a power_battery_very_low was recorded on 14jan2025 at 5:34 am. Since no battery was installed on the suspect pcu unit a dchu known good battery was temporarily installed on the suspect pcu unit for investigation purposes only and was powered on in the ¿as received¿ condition, the pcu powered on successfully with no issues noted. Subsequently, the pcu was power cycled twenty (20) times to check for any errors or alarms, the reported code was not reproduced. The suspect pcu was then connected to the ac power for twenty-four (24) hours to fully charge it. The following day, the same test was performed to the pcu, power cycling the suspect pcu twenty (20) times. No issues were noted. After a complete battery discharge process, the suspect pcu unit did not reproduce the reported error code. Manual battery conditioning performed noted no errors observed which indicates the charging circuitry is operating as expected. During bd servicing of the suspect pcu s/n 16654071, error code 133.6090 appeared when powering up the device. The main speaker was replaced and retested. After powering up the pcu unit with a new main speaker the error code 133.6090 no longer appeared. The bd alaris pc unit (pcu) software runs in self-checking programs prior to and during operation. A system error message means that the bd alaris system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. Per service bulletin 592a, leave the power cord connected to a hospital grade ac power source whenever available. The battery is intended as a backup system. When the battery has been out of use for one or more months, it will not have full capacity. Battery capacity may be restored by performing the battery conditioning test (fast or optimal conditioning) in maintenance mode. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation. Please replace the female (left) iui connector as it was observed with corrosion. Please ensure proper assembly and re-torque all screws to specifications. Repair center should follow their normal processing of the device looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any third-party parts found. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed 133.6090 error code. There was no patient involvement.

Event description:
It was reported that the device displayed 133.6090 error code. There was patient involvement but no harm.

Manufacturer narrative:
Correction: describe event or problem annex f: f27 additional information: annex b: b14 annex f: f26.